Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, oversensing and a loss of capture were observed on the right ventricular (rv) lead. The rv lead was found to be dislodged due to twiddler's syndrome. The rv lead was explanted and replaced to resolve the event.

Manufacturer narrative:
Correction: d1, d4, h4.

Manufacturer narrative:
As received, a partial lead distal portion was returned in one piece. Visual inspection of the lead found the extended helix clogged with blood. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events for failure to capture and over sensing were not confirmed.